Event description:
It was reported that this patient experienced multiple areas of thrombosis surrounding the right atrial (ra) and right ventricular (rv) leads. Information has been requested regarding the event resolution and current patient status, but a response has not yet been received. At this time, both leads remain implanted and in-service.